Event description:
It was reported that the insert dissassociated requiring a revision surgery to correct.

Manufacturer narrative:
The affected device was returned and evaluated. A dimensional inspection was attempted however several of the device attributes were deformed during the insertion attempt and could not be accurately measured. The features observed by the research and development lab suggest either partial engagement of the anterior locking mechanism upon insertion or loading on the posterior section of the insert may have contributed to the disassociation of the insert from the tibial base. There were no manufacturing or material deviations noted during our investigation. Further investigation would require the inspection of the mating tibial base which is not possible since it remains implanted. No further action is being taken at this time; however safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.